Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device was observed to have no image. This is attributed to the faulty charge couple device unit. In addition, there are kinks and small cuts on the cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections:

Event description:
Event took place during reprocessing with no patient involvement. The device had been functional with no issues in the prior procedure. The issue was noted when device was removed from the pan after being reprocessed and then plugged in. The device experienced no trauma during reprocessing.